Event description:
It was reported that during an unknown procedure, the device leaked air. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was not returned; only the package was returned. No functional test could be performed due to the device was not returned for analysis. It could not be determined what may have caused the found condition of the report incident. However, an investigation has been initiated to address the potential root cause of insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.